Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, applied medical is unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: robotic lap chole the acct mgr was not present for the case. Limited information was available at the time of the report. The inzii broke during the case. It is unknown what part of the device broke. It is unknown at what point in the surgery the device broke. It is unknown how the case was completed. There was no patient injury. The device was discarded after the case. Additional information received via email on 20jul2021 from [name]: "the actual bag itself broke during specimen retrieval. The port size was enlarged, the break happened more in the middle of the bag, not sure if it was a seam or not. The trocar was removed before specimen retrieval. There are no photos of the device and not sure on the lot number, I couldn't give you a accurate number or be 100% it falls within the same lots that we have currently. Purchased through the (b)(6 hospital acct # (B)(6). Additional information received via telephone on 28jul2021 from [name]: the facility was not sure about the model. It is possible that it was the 10mm bag and not the 5mm bag. Patient status: no patient injury type of intervention: ni.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: robotic lap chole. The acct mgr was not present for the case. Limited information was available at the time of the report. The inzii broke during the case. It is unknown what part of the device broke. It is unknown at what point in the surgery the device broke. It is unknown how the case was completed. There was no patient injury. The device was discarded after the case. Additional information received via email on 20jul2021 from [name]: "the actual bag itself broke during specimen retrieval. The port size was enlarged, the break happened more in the middle of the bag, not sure if it was a seam or not. The trocar was removed before specimen retrieval. There are no photos of the device and not sure on the lot number, I couldn't give you a accurate number or be 100% it falls within the same lots that we have currently." Patient status: no patient injury. Type of intervention: ni.